Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D14832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), allergy to metals ("nickel allergy"), rash ("rash/skin condition") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2016, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, allergy to metals, rash and psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, pelvic pain, psychological trauma and rash to be related to essure. The reporter commented: plaintiff received treatment for pain : pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, allergy : nickel, rash/skin condition, psych injury. Insertion details:- trailing coils : left 3, right 2. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: not provided. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain quality-safety evaluation of ptc: unable to confirm complaint, most recent follow-up information incorporated above includes: on 2-nov-2020: medical record received lot number was added. Medical history and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), allergy to metals ("nickel allergy"), rash ("rash/skin condition") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2016, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, allergy to metals, rash and psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, pelvic pain, psychological trauma and rash to be related to essure. The reporter commented: plaintiff received treatment for pain : pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, allergy : nickel, rash/skin condition, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, nickel allergy, rash/skin condition, psych injury. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.